Event description:
The facility indicated that the hi/low function is drifting.

Manufacturer narrative:
The facilities maintenance used a spray degreaser on the hi/low drive brake spring and the drift returned. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.